Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced high blood glucose (528 mg/dl) level at home at home and she gave herself a manual injection of insulin prior to going to hospital and stated that she went to the hospital for high blood glucose (333 mg/dl) and was diagnosed with diabetic ketoacidosis. The patient's metabolic profile was reset, fluids and new infusion set was given to the patient as a corrective treatment in the hospital. The patient resumed the pump therapy in hospital after stabilization. The patient was hospitalized for 3 days. The patient was not following the IFU in relation to not securing the tape during insertion. No further information available.